Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleged particles present in water tray of CPAP device. The patient alleged having a cough. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a device's sound abatement foam. The patient alleged particles present in water tray of CPAP device. The patient alleged having a cough. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final follow up report will be filed.  Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a device's sound abatement foam. The patient alleged particles present in water tray of CPAP device and also to alleged to having a cough. There was no report of patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manufacturer found that there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There are mineral deposits present on the motor casing and blower box housing suggesting unknown liquid ingress. The manufacturer confirmed the presence of degraded sound abatement foam and can confirm the presence of contamination in the airpath. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation and can confirm the presence of contamination in the airpath.